Manufacturer narrative:
Other applicable components are:product ID: 3889-28, lot#: va1x9zz, implanted: (B)(6) 2019, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 10-jan-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient reported pain at the implant site from the ins and the lead during normal use. Contributing factors were unknown. Surgical intervention to replace both the lead and the battery was conducted. It was noted this was the patient's second revision and the physician thought a smaller battery may be better suited for their needs. It was reported the issue was resolved at the time of the report.  Relevant medical history: incomplete bladder emptying.